Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Reporter had indicated that product will not be returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2019-00429; however, after further review the MFR number need corrected to 0001825034. Not returned by hospital.

Event description:
It was reported that the instrument became stiff over time. No further information has been provided.